Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella position in aorta alarms on and off and was repositioned at bedside and alarms corrected. Lactic was trending up. Oliguric with rose colored urine noted. Dialysis catheter was placed. The heparin was restarted and was off related to right brachial hematoma after a-line attempt. Based on increasing lactic, vasoactive support, declining kidney function, possible hemolysis. In addition, it was noted that impella positioning remained difficult to maintain and hemolysis was present. Hemodynamics and ef were improving and impella was being weaned down in effort to decrease hemolysis. Low h/h with unknown etiology and 2 units of blood were given. The patient also went into vt for 1 minute, however, did not require CPR/defib.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high-risk pci. Instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position. ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿